Event description:
During the device evaluation, the gastrointestinal videoscope was found to exhibit a burn on the camera cover. There was no patient involvement, and no harm reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the observed burn on the camera cover could not be determined, however, the issue was likely the result of the use of a high-energy treatment tool (high frequency, etc.) Without ensuring a sufficient distance from the tip. The event can be detected/prevented by following the instructions for use sections below: evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection: 3.2 inspection of the endoscope evis lucera gif/cf/pcf type 260 series operation manual chapter 4 operation: 4.2 using endotherapy accessories should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.